Manufacturer narrative:
The customer reported discrepancies in patient sample test results for glucose (glu) and carbon dioxide (co2) assays from a dimension vista 1500. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found a broken probe 3 horizontal motor. The cse replaced the probe 3 horizontal motor. The cse aligned the probe and ran a check with acceptable results. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported discrepancies in patient sample test results for the glucose (glu) and carbon dioxide co2) assays from a dimension vista 1500 analyzer. It is unknown if the initial test results were released to a physician. The same samples were repeated on an alternate dimension vista 1500 analyzer. The repeat results were lower, considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.